Event description:
A dark and unresponsive pump screen was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to check the power source, leading to the pump turning on with a welcome message when plugged in. The pump's shutdown was related to battery issues, which the caller incorrectly attempted to fix by turning the pump off permanently. Technical support provided guidance on resetting the pump and best practices for battery maintenance, which the caller understood and acknowledged.